Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) regarding a patient who was receiving baclofen (500 mcg/ml at a dose of 60 mcg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2016, the patient's pump started alarming with multiple beeps. At this time, the pump had not been interrogated and the patient was not experiencing any symptoms. On (B)(6) 2016, additional information was received that reported the pump was interrogated and the logs showed events of motor stall and motor stall recovery. The motor stall occurred on (B)(6) 2016 and the motor stall recovery occurred on (B)(6) 2016. The pump was implanted on (B)(6) 2016, which was after the reported motor stall and motor stall recovery. It was confirmed the patient had not heard alarms until (B)(6) 2015. Additional information has been requested regarding troubleshooting performed, actions/interventions taken, drug information, medical history, and IFU, but it was not available at the time of this report.